Event description:
Had mentor silicone textured high profile implants placed in (B)(6) of 2017. Have been having issues with breast pain, lump, fluid around implant, hair loss, memory loss, exhaustion, anxiety, depression, body aches, weight gain. Still have implants in place pending MRI and testing of fluid. FDA safety report ID# (B)(4).